Event description:
The complaint states that the clinician needed to bring the patient back to the operating room due to cerebrospinal fluid leakage. It was observed that the membrane seemed to pull apart and split into layers, the leakage was observed straight through the middle of the membrane. The product was implanted with sutures. The membrane was removed and replaced with another product.